Event description:
Reference number (B)(4). Event occurred in the united states. It was reported patient faced redness after insertion of infusion set on (B)(6) 2024. Patient also faced itchiness while using the set. Patient took benedryl cream and zyrtec which was prescribed by health care professional. No further information available.